Event description:
It was initially reported that the pt was having replacement surgery of his generator due to normal battery depletion. However, when surgeon tried to remove the pin from the generator, the lead broke. The surgeon believes that pins could be corroded inside the generator which could have lead to the lead breakage, but this has not been confirmed. The lead and generator have been returned to the MFR for analysis, but it has yet to be performed. The pt was re-implanted with a new lead and generator.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute to a death or serious injury.